Manufacturer narrative:
(B)(4) - incorrect sheath size. 24f sheath size: perclose proglide (part 12673-03, lot 930226h); perclose proglide (part 12673-03, lot 930226h); perclose proglide (part 12673-03, lot 930226h). The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report. The three perclose proglide (part 12673-03, lot 930226h) is being filed under a separate medwatch MFR number.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure using a preclose technique of the right and left common femoral arteries after an interventional procedure. Reportedly, five devices were successfully deployed. A 24f sheath was used during the procedure and during closure, the knots on four of the devices could not be advanced to close. The physician thought that although the sutures were kept moist, maybe they became sticky with blood as the procedure took eight hours to complete. A cut down was performed and hemostasis was achieved. There was no adverse patient sequela. Though requested, no additional information was provided.